Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal delivery. The customer's blood glucose (bg) was 500-600 mg/dl with ketones. The supplies on the pump were changed and insulin injections were administered to address the bg level.